Event description:
It was reported that prior to an unknown procedure the eps06's inside the package are a hook and not a spatula. They went back and opened what was needed.

Manufacturer narrative:
(B)(4). Batch #: u94n9h. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample revealed that one eps06 device was returned inside its package unopened; upon visual inspection, the device was received with incorrect device packaged/labeling, the physical device received was an eps01 instead of eps06. As part of our quality process, the manufacturing records of this lot number was reviewed, and the manufacturing standards were met prior to the release of this lot. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.